Event description:
The account alleged the bed exit is not functioning. No pt impact.

Manufacturer narrative:
The account found the bed had been zeroed with a pt in the bed, user error. The account zeroed out the bed to resolve the issue.